Event description:
It was reported that this right atrial (ra) lead and implantable cardioverter defibrillator (ICD), triggered an alert for high out of range shock impedance measurements greater than 125 ohms. No noise on presenting shock electrogram (egm). 41 ohms was noted at implant with slow rise upward possibly due to calcification on coils. Technical services (ts) discussed troubleshooting and programming options. No adverse patient effects were reported. The lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).